Manufacturer narrative:
Balt USA reference: # (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating an embolization case. The plan was to use magic 1,2. While opening the sterile pack from the box as per the IFU he put it in saline for 30 second along with the hybrid wire 007.then he start navigating the magic inside the guiding catheter to the desired location but not able to track it as the anatomy was a bit tortuous, he removed the magic catheter out to shape the wire again accordingly to the anatomy but the wire was not coming out from the magic after applying some pull push it came out and he shape the wire again and put it in the magic with the help of introducer and start navigating again towards the avm but he found resistance inside the guiding catheter while advancing the magic then he again removes the magic catheter and found it broken from the tip and the hybrid 007 got stuck in the magic catheter so he took the new magic along with the new wire and completed the case successfully. " incident report form submitted for this complaint indicates that no patient injury was sustained.